Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff would not inflate on a smiths medical cuffed blue line ultra® suctionaid tracheostomy (trach) following intubation of a patient. The device was checked prior to use and was reported to not have that problem. Subsequently, the tube was required to be changed out. No adverse effects were reported.

Manufacturer narrative:
One portex® suctionaid tracheostomy tube was received for analysis in used condition. Observed one tear in the cuff. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No holes were detected. Leak testing was performed. A leak was detected in the cuff. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. The failure mode of a damaged product was confirmed. Customer reports there was no problem in the product during a pre-use check. However, after intubating the product into the patient, the customer found that the cuff would not inflate. The root cause is unknown.